Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-01220. It was reported the patient experienced ineffective stimulation. In turn, the rep met with the patient for reprogramming. Therapy was not restored. Imaging has been scheduled.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-01220. Additional information received identified reprogramming resolved the issue. Effective therapy was restored.

Event description:
Device 2 of 2: reference MFR. Report# 3006705815-2018-01220. Additional information revealed the patient was reprogrammed wherein therapy was re-established. However, the patient was not content with the results. Trouble shooting is still in progress.